Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd luer-lok¿ syringe bulk sterile pharmacy convenience trays experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: we have several damaged trays of syringes.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the 5 samples submitted for evaluation. The reported issue of package damaged/defective/other was confirmed upon inspection of the samples. Analysis of the sample showed that the packaging was damaged. Bd determined that the cause of the failure cannot be related to the manufacturing process since the defect cannot be replicated in our processes. Production records were reviewed, and this batch was in compliance with our product specification requirements. A notification and retraining were sent to all packaging personnel to increase awareness and prevent further reoccurrence. A notification was sent to the carrier involved to alert them of the failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd luer-lok¿ syringe bulk sterile pharmacy convenience trays experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: we have several damaged trays of syringes.